Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken air-in-line, broken door assembly and 3rd party door latch. Lvp bezel post recall completed. Completed recall on broken rear case. Based on the findings, service determined that the reported issue was due to customer damage of the ail sensor assembly with cracked housing. Device history review: a review of the device history record showed the device had a manufacture date of 06jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.